Event description:
The following is a response from the manager of the unit.--- during intervention of the vein graft to the native om, equipment used included a 6fr lcb guide catheter, choice floppy wire, a filter basket and 3.0 x 12 sprinter balloon. Balloon crossed the lesion over the filter wire and inflation of the balloon occurred. Multiple attempts were made after to the inflation to deflate the balloon. The balloon remained inflated, the physician pulled the balloon back into the aorta. The physician cut the hypertube and the balloon still did not inflate. The physician then tried to remove the balloon but it would not come through the guide catheter due to it being inflated. So at the point the physician decided to remove everything. Device was removed and they continued on with the procedure using a new guide catheter and a new balloon. The procedure had a successful outcome and there were no ill effects to the patient from the incident.